Event description:
The doctor claims that during a procedure, the graft was cut into two lengths for placement at different areas of the pt's anatomy. While attempting to suture, the graft sections felt weak, frayed and leaked blood from their suture lines. Graft was sutured until hemostasis. The procedure outcome was a success.